Event description:
The account stated that an error code of 1007 (unable to process test, activated read failure) was generated on the architect i2000 analyzer and the customer was unable to obtain patient results. This issue occurred after installing the new reaction vessels lot # 69008p100. The account was able to obtain patient results by retesting the samples. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, plaque shift occurred and post procedure an aneurysm was occurred. The pt presented with chest pain and was positive for ischemia. Five months prior, the pt had a non-bsc stent placed in the left anterior descending (lad) artery, and it is 40% restenosed. The target lesion was located in the (lad) and the first diagonal (d1). Angioplasty was performed with a 3.5x10mm flextome cutting balloon. The balloon was inflated to 6 atms for 45 seconds. Although good results were achieved, while inflating the cutting balloon plaque shifted and was not relieved with nitroglycerin. Next, v-stenting was performed: a 3.5x15mm promus stent was deployed at 12 atms in the lad and a 3.5x23mm promus stent was deployed at 12 atms in the d1. After stenting the lesion it was noted that there was "an area possibly related to the cutting balloon and stent placement, but there is no extravasation of contrast." One month later, the pt presented with a typical chest pain. An aneurysm was noted in between the lad and d1. The physician does not think the aneurysm is at increased risk for rupture, and he will continue to observe pt closely.